Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm, button stopped working and had crack on it. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Insulin pump was exposed to water when customer took shower. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad and pump error 68 alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with the case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.